Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2009. It was reported the lead was capped and replaced, due to inappropriate stimulation in undesired areas. As the lead remains implanted in the pt, no product return is expected. F/u on the pt found no further issues reported.